Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available. This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98, and a 510k/PMA/bla number k191595.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result generated for a 79-year-old male patient sample. The following data was provided: on (B)(6) 2026 sample ID (B)(6) initial result = 176 pg/ml, repeat result = 10 pg/ml, repeat result on another instrument (B)(6)= 5 pg/ml. Same patient new sample obtained. Sample ID (B)(6) result on (B)(6) = <4 pg/ml no impact to patient management was reported.